Manufacturer narrative:
Sections with additional information as of 17-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products resolved the initial concern - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 and past medial attention due to symptoms. Niece is called on behalf of the customer. The expected fasting blood glucose test result range is 150-250mg/dl. The customer did report past symptoms and medical attention as a result of reported symptoms. Customer was having slurred speech on (B)(6) 2020. Customer went to the cancer center on (B)(6) 2020 for a CT scan due to his cancer but it was not performed because his blood glucose levels were very high. Customer's blood sugar result was 706 mg/dl fasting, customer was taken to the emergency room and was admitted to ICU. The customer was administered with insulin to lower his sugar levels. Customer was admitted for 3 days and discharged on (B)(6) 2020. During the call, the customer felt well and had no symptoms related to diabetes or the use of the product. The product is stored according to specification in the living room. During the call, a blood test was performed by the customer and produced test results of 239mg/dl fasting using true metrix meter. Customer was trained on the proper testing technique and was satisfied the products are working as intended. The test strip lot manufacturer¿s expiration date is 09/17/2021 and open vial date is (B)(6) 2020. The meter memory was not reviewed for previous test result history.